Event description:
It was reported that the site could not retrieve programming history on a pt and they kept receiving an error message on the handheld saying "please do not operate without flashcard." Site indicated that the flashcard was seated in the handheld. Hard reset was performed, but they continued to get the same message. New handheld was shipped to the site. Good faith attempts to obtain the old handheld back to manufacturer for product analysis have been unsuccessful. The cause of error is unk at this time.